Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that one of the pins was coming out. CAPA-00306 was opened for this condition. The distal tip of the ar-9510-1-01 was broken and found in one of the holes of the broach handle assembly. The edges around the device are damaged. Functional testing not performed due to the damage to the device. Complaint supplier process - CAPA-00306 was opened for this condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-9510-01 version rod and an ar-9510-2 lever-locking broach handle broke. This occurred during a case. There was no additional information provided, and additional information has been requested.